Event description:
It was reported that an altitude alarm occurred on the pump, causing the customer's insulin to be suspended. Blood glucose levels were reported to remain within the range of 54-500mg/dl, so there was no adverse impact to the customer's blood glucose level. Technical support guided the customer to clean the speaker holes and reconnect the cartridge, resolving the issue as the pump resumed normal operation without recurrent alarms.